Manufacturer narrative:
Drive count or time values or changes incorrect for moving or coasting error blank display and unexpected battery power loss not confirmed during testing. Insulin pump passed the self test, the active current test, the sleep current test and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.